Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The field service engineer (fse) customer support provided part numbers for the external o2 cell. Fse advised to perform and est to calibrate it after installation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reports that fails the o2 cell calibration during extended self-test (est). There was no patient involvement.